Manufacturer narrative:
Strands of the unopened returned packets were inspected and tested for pull off. No swaging defects were found. Examination of the actual loose needle revealed suture material inside the swaged needle end. The cause for the premature separation of the needle/suture was suture clip-off caused by overswaging.

Event description:
International affiliate reports that needle prematurely released from suture during an unspecific procedure. There are no reported adverse consequences to the patient related to this event.